Manufacturer narrative:
The product will not be returned to resmed for eval. Based on clinical opinion provided by resmed's medical director, the probable cause is the headgear disrupted the scalp epithelium causing a superficial ulcer which subsequently became infected with a bacteria, in this case.

Event description:
A pt using a resmed CPAP mask reported, they acquired a mrsa infection by wearing their mask headgear.